Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during high anterior resection procedure. For the first firing for the rectum resection, connected the reload to the adapter, and the surgeon started to fire the device. However, the device stopped after firing to 45mm. The tissue might be slightly thick. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.